Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. At the early stage from the beginning of the procedure, the subject device made sound and stopped working. When the user checked the subject device, there were no silicon pad. In addition, it was reported that the probe fell. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was not broken off. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. It was not confirmed that the tissue pad was missing. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the probe was partially peeling. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked seal output, seal short circuit error occurred. We adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away and partially peeled off. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error, the abnormal noise, and the contact marks on the non-insulated area of the grasping section and the probe. 4. The error couldn't be released. The user determined the device stopped working. <peel-off of the probe coating> it was confirmed that the probe coating was peeled off if the device was handled as follows. However, it could not be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The above device handling has warned in the instruction manual.